Event description:
Info received that the head of the bed would not raise. No injury reported.

Manufacturer narrative:
Tech found that the head of the bed would not raise. Replaced the head down valve to resolve this issue.